Event description:
Additional information received from the patient reported that she received a replacement patient programmer (pp) on saturday but was unable to make adjustments. The patient confirmed using the pp that she was on 3.8v but therapy was off. The patient was then able to turn stimulation on and decrease stimulation to 3.2v. The inability to make adjustments was resolved. The new programmer was working. The patient asked if she had to turn stimulation up if she was not getting therapy relief. The following day the patient reported that she was only getting 30% symptom benefit since implant on (B)(6) 2015. She had been through all 4 programs but none had been more effective for her.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the lack of therapy was resolved and they had all the info they needed.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
A patient reported they were getting poor communication with the patient programmer (pp). During the report, they tried using the pp with the antenna and without the antenna and did not have success. The patient also said that their therapy worked at first, but then "it kind of lost its effectiveness in (B)(6) 2015. They would increase it and it would for a while, then a few months later "it loses it again". The patient was sent a new programmer and on (B)(6) 2016, the day after the initial report, the patient further reported that their "interstim device" was not working properly. They got the new programmer for the device and it is doing the same thing; it will not let the patient adjust their device. There are no patient symptoms reported and the ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.